Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect syphilis tp results on multiple patients that were nonreactive on the johnson & johnson platform. The results provided were: sid (B)(6) initial=2.87 s/co (> or = 1.00 s/co=reactive). Sid (B)(6) =1.00 s/co. Sid (B)(6) =1.77 s/co. Sid (B)(6) =2.54 s/co. Sid (B)(6) =4.35 s/co there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) discovered the 100ul buffer pump (rohs) was leaking and replaced the 100ul buffer pump (rohs) (ln# 7-96343-04), which resolved the issue. A review of the architect i2000sr, serial number (B)(6), service history did not reveal any additional causes and no other reports of discrepant or inconsistent patient results have been received since the fsr replaced the part. A review of the architect i2000sr, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the part buffer pump (rohs) revealed no trends or systemic issues. A review of the architect i2000sr service and support manual shows adequate information for troubleshooting the observed issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect i2000sr processing module, serial number (B)(6) or buffer pump (rohs).

Event description:
The customer observed false reactive architect syphilis tp results on multiple patients that were nonreactive on the johnson & johnson platform. The results provided were: sid (B)(6) initial=2.87 s/co (> or = 1.00 s/co=reactive), sid (B)(6) =1.00 s/co, sid (B)(6) =1.77 s/co, sid (B)(6) =2.54 s/co, sid (B)(6) =4.35 s/co there was no reported impact to patient management.